Manufacturer narrative:
Section device identification, device evaluated by MFR, device manufacture date: additional information. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 21¿ of the external portion/distal end of the driveline was returned for evaluation. Black and white rescue tape was observed on the distal portion of the repair, partially covering the metal connector and extending to 6¿ from the metal connector. Electrical continuity testing did not reveal any discontinuities. Upon removal of the rescue tape, damage to the silicone jacket was observed 0.25¿, 2.5¿ and 4¿ from the metal connector. Additionally, the distal end of the bend relief was partially separated from the metal connector. The clear bionate layer was also damaged 4¿ from the metal connector. Shield breakdown was observed throughout the length of the driveline. Visual examination of the underlying wires revealed breaches in the insulation of the red, brown, and black wires 4¿ from the metal connector. The observed wire damage appeared consistent with mechanical damage to the driveline. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages. If the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield, the resulting electrical short would have caused the pump stoppages while the system was operating on battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Reported that patient had a possible short to shield. Tech services reviewed log files: the log file captured a pump stop on (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on battery power. Percutaneous lead x-rays images submitted are unremarkable. Patient was not symptomatic during event. Patient is currently stable and plan is to admit patient for monitoring. Hmii distal end repair performed (B)(6) 2019.